Event description:
It was reported that a vns patient passed away suddenly and unexpectedly for an unknown reason. No autopsy was performed for the patient and their vns generator was explanted prior to the patient's cremation. The patient's explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
The patient's explanted generator was returned with the patient's lead and received into product analysis. Product analysis is ongoing. No other relevant information has been received to date.

Event description:
Product analysis for the patient's explanted generator and lead were approved. There was no performance, or any other type of adverse conditions found with the pulse generator. One portion of the lead assembly was returned; a significant portion of the lead body, the electrode array, and the tie downs were not returned. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. The condition of the lead was consistent with conditions typically found following explant. No functional anomalies or discontinuities were observed with the returned lead portion. No additional relevant information is available to date.